Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level ranged from 180-190mg/dl. The customer was able to resume insulin delivery without any additional occlusion alarms declaring. As the occlusion alarm had occurred in the past and supplies had been changed after resolving the occlusion alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.